Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with low vault. The lens was repositioned but that did not resolve the problem. In a separate visit the lens was exchanged for the same model/longer length and the problem was resolved. The cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found haptic deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).